Event description:
It was reported, that a neonate with an approximate weight of 700 grams gained skin burn at the back during use with the heated mattress in a babyleo tn500. Based on the current information a failure at the device / mattress that resulted in a skin burn cannot be excluded.

Manufacturer narrative:
The investigation was based on the provided information incl. Event description, email correspondence and logbook analysis of the used babyleo tn500 in which the heated mattress was placed. Furthermore, the affected mattress was sent to lübeck and was examined from an engineer team. It was reported that a neonate with an approximate weight of 700 grams gained skin burn at the back during use with the heated mattress. No device deviation or malfunction could be detected in any of the investigation results. In the log file, it could be determined at the specified time that the mattress was switched off during the entire period. Only the sensors inside the mattress (forehead and foot side) measured the temperature, also in off-status. This measurement is located inside the mattress, where the reported displayed 42 degrees have been measured by the sensors. Above it there are other layers until the pat is lying on the mattress. Under the mattress is the convection heating, which controls the temperature of the babyleo. Deviations from the set alarm limits were correctly alarmed. The convection heating under the mattress was running at high level, which was probably caused by frequently opened side walls or hand openings. The reported temperatures of the mattress were caused by the convection heating underneath and the position of the temperature sensors inside the mattress. Due to the continuous operation of the heating, temperatures in the core of the mattress can reach up to 42°c. Due to multiple layers and the use of low heat conducting material, the amount of heat transported from the convection heater to the patient is low. The mattress itself acts as an insulator/cover. Temperatures may rise below this, but when the mattress is off, its surface on the mattress will have a temperature comparable to the air in the incubator. In this case, the babyleo was operated in closed skin mode with set skin temp. 37°c and set humidity 70%rh. The supplied mattress functioned according to its specification during the test at manufacturer site. Temperatures above and below the mattress were measured with an external thermometer during the test. The temperatures below the mattress, which are also displayed on the screen of the babyleo, do not reach the mattress surface or the patient. The babyleo complies with the relevant iec 60601-2-19 and 60601-2-35 standards, and the specified surface temperatures are maintained. No device malfunction of the babyleo or the mattress was detected. The cause of the reported patient skin burns is unknown. No similar cases are known. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Based on the results of the investigation, this case is not considered reportable under medical device regulation (MDR: 2017/745) and meddev 2.12 rev.08 because the reported injury was not related to the dräger device used, nor is it expected to be in the event of a recurrence.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, that a neonate with an approximate weight of 700 grams gained skin burn at the back during use with the heated matress in a babyleo tn500. Based on the current einformation a failure at the device / matress that resulted in a skin burn cannot be excluded.